Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that her blood glucose reading was 27 mg/dl when the paramedics arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. The customer did mention that she had been taking medicine recently. In addition, the customer stated that there were missing segments on the display. Nothing further was reported.